Manufacturer narrative:
Investigation: visual inspection revealed that the delivery tube was returned separate from the loading device. The tension spring assembly was inside the delivery tube, and the seal was extended outside the tube. The seal had cracked along the second ring from the edge. The green slide lock and white plunger were not depressed on the delivery device. There was no evidence of blood on the device. Based upon the received condition of the device, the reported complaint "seal would not deploy properly" could not be confirmed as there was no evidence of an attempt to deploy the seal (ie, plunger was not depressed). A lot history record review was completed for the reported product lot number. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).

Event description:
The hosp reported that during a coronary artery bypass procedure, the heartstring iii seal would not deploy properly. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product was returned.